Manufacturer narrative:
Multiple meetings were arranged between philips and the philips distributor to establish the root cause of the event. Philips provided information to the distributor on the use of the ECG cables and the equipotential grounding of the devices, as stated in the instructions for use (IFU). Philips recommended the distributor an onsite visit by trained philips staff to assess the situation and evaluate the devices. The customer stated they cannot and will not provide more information and declined the onsite visit. It was confirmed that they have indicated that they have ruled out our monitors as the cause of the injury. Multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. Made several attempts to obtain product and serial for the measurement server used with intellivue mp70. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the patient developed a burn at the electrode site while being monitored. The skin was clean and dry, and hair was trimmed prior to application of the electrode. In addition, conductive gel was applied prior to application. The burn was described as a circular lesion in the area where the conductive gel was applied to the skin and a burn was not present under all three electrodes for this 3-lead ECG set up. It was determined to not be thermal or chemical in nature, but the cause was not provided. It was expected to heal completely with no permanent damage and was treated 'according to the injury and patient's condition' with no specific treatments provided. In addition, it was indicated the electrodes are stored in a climate-controlled room and the packages are open for less than 24 hours prior to use. Unimed cables were in use at the time. Electrical testing extensively performed on monitors and power supplies, revealing the monitors are grounded correctly.